Event description:
Additional information received reported perioperative antibiotics were administered. It was note the patient did not have meningitis. It was further noted the patient had fever, redness, and drainage at the device pocket. The reporter stated it was unknown if a culture was obtained. It was noted the patient was given IV antibiotics and the total system was explanted. It was further noted the infection had resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had their system removed due to infection. Additional information received reported the patient¿s left side devices were explanted on (B)(6) 2013 by the implanting physician. The unilateral dbs system, including the patient¿s left side lead, extension, and generator were removed due to infection. It was unknown if any cultures were taken.

Manufacturer narrative:
Product ID: 3389s-40, lot# va0aqzx, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).